Event description:
Infuse a-port "broke" while in pt; on 2/24/1999 pt came in to receive chemo therapy. It was discovered then part of infuse-a-port was in the atrium. Pt sent to another facility & this was removed via femoral site. Pt came in today & had the remainder of infuse-a-port removed by a dr.